Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
It was reported that a patient provided photos to the customer support team where they advised the patient to go on a 7-day resting period due to intrusion present on #27. The customer support team stated that it appears their teeth have responded to the aligners in a slightly different way than anticipated. This is why you may have noticed certain teeth appearing misaligned or positioned higher/lower in the gum line. Rest assured that this can happen in clear aligners and is easily addressed by following the detailed instructions below: stop wearing your lower aligner completely for 7 days (1 week.) This allows time for your teeth to naturally settle.